Event description:
It was reported that the coating of the guidewire was coming off. A fathom 16 .016, 180x35cm, peripheral guidewire was selected for use in a transarterial chemoembolization (tace) procedure in the liver. While retracting the wire back through the introducer needle, it was reported that the coating of the fathom was coming off. It was confirmed that no coating and/or fragments were left inside the patient and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the coating of the guidewire was coming off. A fathom 16 .016, 180x35cm, peripheral guidewire was selected for use in a transarterial chemoembolization (tace) procedure in the liver. While retracting the wire back through the introducer needle, it was reported that the coating of the fathom was coming off. It was confirmed that no coating and/or fragments were left inside the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
H6: device codes was previously reported as a04 material integrity problem and has been corrected to a0501 detachment of device or device component.